Manufacturer narrative:
Additional information - date of event: (B)(6) 2015. Device manufacture date: 4/28/2009 all pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). Device manufacture date: the information was requested, but has not yet been received. The field service specialist (fss) /engineer visited customer site to inspect the unit for the reported problem of no image on the screen. Fss confirmed the reported issue and upon troubleshooting, he found that back light inverter printed circuit board (pcb) was the cause of the problem, that the screen was completely dark and there was no backlight illumination. Therefore, the back light inverter pcb was replaced with a new one, which resolved the issue. The system meets amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported that the screen was blank on the sovereign compact console. It was reported that the problem was that the screen was completely dark. There was no backlight illumination. There was no patient involvement reported and no patient treatments delayed or cancelled.